Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a system explant due to not being able to adequately cover the patients pediatric dystonia. The patient will be re-implanted at a later time. Additional information was received that the patient was implanted to treat pediatric genetic dystonia. Patient indicated never experiencing a great therapeutic effect from the dbs system. The leads were well placed but the physician decided to move the lead target. The explanted product was retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-ipg-r-MRI. Upn: m365db12160. Model: db-1216. Serial: (B)(4). Batch: 513162. Product family: dbs-linear leads. Upn: m365db2202300. Model: db-2202-30. Serial: (B)(4). Batch: 7075770. Product family: dbs-linear leads. Upn: m365db2202300. Model: db-2202-30. Serial: (B)(4). Batch: 7076058. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55 . Serial: (B)(4). Batch: 7088233. Product family: dbs-extension. Upn: m365nm3138550.. Model: nm-3138-55 . Serial: (B)(4). Batch: 7088274. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 28262140.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a system explant due to not being able to adequately cover the patients pediatric dystonia. The patient will be re-implanted at a later time.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-ipg-r-MRI. Upn: m365db12160. Model: db-1216. Serial: (B)(6). Batch: (B)(6). Product family: dbs-linear leads upn: m365db2202300. Model: db-2202-30. Serial: (B)(6). Batch: (B)(6). Product family: dbs-linear leads upn: m365db2202300. Model: db-2202-30. Serial: (B)(6). Batch: (B)(6). Product family: dbs-extension upn: m365nm3138550. Model: nm-3138-55 . Serial: (B)(6) . Batch: (B)(6). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55 . Serial: (B)(6). Batch: (B)(6). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 28262140.